Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the sensor had inaccurate readings that triggered threshold suspend alarm. The customer¿s blood glucose was 84 mg/dl and the sensor glucose was 50 mg/dl. Customers other blood glucose value was 12mg/dl and 12mg/dl. Customer stated that they keeps reading too low and suspended them in the night and almost 300 mg/dl this morning. Insulin delivery was suspended on low disabled. Customer stated difference was occurring with the current sensor. The sensor will not be returned for analysis